Event description:
Event description boston scientific received information that the rate/sense portion of this right ventricular (rv) defibrillation lead was demonstrating noise that resulted in pacing inhibition. It was reported that this patient is pacer-dependent and thus this lead was surgically abandoned/capped and replaced.